Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controlled medications could not be issued via override. A technical support specialist (tss) informed the customer that the medication had not been assigned to the cabinet. The tss also clarified that the pharmacy had not granted the customer authorization to override either oxycontin 15 milligrams or morphine 20 milligrams per milliliter oral solution. Advised the customer to contact the pharmacy to request the necessary privileges for overriding high-alert medications. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue controlled medications by override. The customer stated that this malfunction occurred while dispensing the medication to patient. There were no adverse events or injuries reported based on this event.